Event description:
A consumer reported that following intraocular lens (iol) implant surgery, "every light ray appears too bright" which has caused her an inability to drive at night. The consumer states that her surgeon told her that he saw no wrinkles in her eye behind the lens. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).